Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and two limb extensions. A follow up computed tomography (CT) showed the patient had a stent fracture or disconnection of the main body at the crotch of the device. There has been no endoleak reported to endologix. The physician is monitoring the patient and is planning a secondary intervention. To date a secondary intervention has not been reported. The current patient status has also not been reported and is unknown.

Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was able to confirm the main body stent fracture, endoleak type ia, and type iiib of the main body and stent migration. Additionally there was evidence to reasonably support the following observations; stent cage dilation of the main body and right limb portion of the main body and an endoleak type ib of the non-endologix stent. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the main body compromised stent integrity (stent cage dilation and fabric tear) and stent fracture was related to both the strata fabric and the off label product use of non endologix products within the right common and external iliac arteries. Most likely, the iliac anatomy also contributed to this event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(4) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The most likely cause of the stent migration and the resultant loss of seal was the dual angled, suspected off label aortic neck anatomy. This set of circumstances was most likely were exacerbated by the stent cage dilation of the main body. The final patient disposition for these events could not be ascertained due to lack of medical information surrounding the event. Device was not returned, therefore, sample evaluation was not completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.